Event description:
Had tms (transcranial magnetic stimulation) for every day for 45 days. Cause continuing pounding in my head just like the tms helmet is still on my head. Caused weakness and mobility problems. Caused tinnitus. Caused weak joints. Caused tingling and numbness. Caused teeth grinding. Caused pain behind my left eye. Caused headaches on top and slightly left on my head. Caused my left leg to give in and I would fall to the ground. Leg was so weak, I had to crawl onto the ground trying to get out of my car.